Event description:
It was reported that there was a confirmed pump motor stall. No motor stall recovery was recorded in the event logs. The report indicated that the pt had an MRI at the end of february and the pump was stopped for about 2 hours while the pt had the MRI. The pump motor "stall occurred several days after the MRI" and is felt to be unrelated to the MRI. It is believed that the stall is "probably related to the drugs used." The pump was used to deliver sufenta and baclofen. The pump was explanted in 2009.